Event description:
It was reported that during an unspecified arthroscopy surgical procedure the four (x4) cordcutter devices were being used when the meniscal suture was passed to the table, when the surgeon was going to penetrate the meniscus, (illegible) of the "fx" of the tip of the meniscal suture. It was attempted to change the suture since four had been used in total, but the surgeon did not accept, because the implant did not remain in the patient, nor did it even manage to penetrate, and the cause was the suture effect. It is unknown whether another device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: upon follow up with the reporter, it was found that only one of the 4 devices was involved in the reported event. Therefore, this report is longer required and no longer reportable.